Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Additionally, the battery was depleting quickly and the battery gauge was fluctuating. The pump time was also inaccurate. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.